Manufacturer narrative:
A pair of restraints was received from two different lot numbers: 0281t018 and 1322t019. The quick release buckles for the bed connecting straps on both restraints are coming apart. No other abnormalities have been observed. Engineering team performed pull test from the same raw materials that were used on the returned restraints by using DHR information. The team followed aql 1.0 based on number of sales sold from the last 12 months. Subsequently, 60 sample units were taken into account for pull testing as an effort of complaint recreation, but the pull test result did not present a low yield that would suggest a manufacturing process of the buckle may have contributed to the reported issue. Per drawing h0551c rev. F, the required tensile strength for the quick release buckle is 200 lbs. All 60 units passed the pull test requirement as the minimum pull force was 207.02 lbs. And the maximum force was 473.28 lbs. With an average of 284.96 lbs. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported via email the clip on this item is breaking. Stating it's happened numerous times. The date the issue was discovered is unknown and no incident or serious injury was reported.